Event description:
Surgeon started to use the reprocessed 4.5 green incisor and noticed small metalic shavings in the shoulder. He immediately stopped using and requested a non-reprocessed 4.5 incisor.